Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry section e1 - phone number: (B)(6). Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin I results generated on the alinity I processing module for an 81-year-old male patient. No treatment was administered, and the elevated results were not released from the laboratory. The following information was provided (male reference range: < 50 ng/l): sample ID: (B)(6). On (B)(6) 2026: the initial alinity I troponin I result was 713.8 ng/l. The patient was transferred to a sister hospital, where troponin testing was performed on the siemens atellica platform, yielding 6.9 ng/l and 7.2 ng/l. The original sample was retested on a second alinity I analyzer (B)(6), producing a troponin I result of 781.98 ng/l. On 17 feb 2026, both the original sample and a new sample from the same patient were reevaluated on the alinity I platform, with results again exceeding 600 ng/l. The original sample was also tested on the I stat system, which generated a troponin I value of 7.2 ng/l. The customer additionally tested the sample collected at the sister hospital, which produced another result above 600 ng/l on the alinity I system. Overall, the elevated troponin I values obtained from the alinity I analyzers did not correlate with the patient¿s clinical presentation. There was no impact to patient management reported.